Event description:
It was reported that an ilet pump¿s wake button became unresponsive after the user paused delivery while walking, with no vibration or screen response and no indicator light when placed on a wireless charger; the device later resumed normal function after being left overnight, and a replacement charger was requested. Symptoms included hyperglycemia with a reported glucose of 256 mg/dl. Outcomes included the user taking a subcutaneous insulin injection and temporarily disconnecting from the pump. Investigation included remote troubleshooting steps, confirmation of device identifiers, and user education on shutdown and data sync, followed by monitoring that confirmed spontaneous recovery of device function. Investigation of this case revealed an intermittent failure to wake consistent with a device user interface or power subsystem issue, with suspected transient device lockup that self-resolved. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible device malfunction of undetermined root cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.